Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol kugel patch (device #2). Additional emdrs were submitted to represent the bard/davol kugel patch (device #1) and bard/davol perfix plug (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch (x2) and perfix plug on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. This supplemental emdr represents the kugel patch (device #3). An additional supplemental emdr was submitted to represent the perfix plug (device #2) and kugel patch (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol kugel hernia patch (x2) and perfix plug on (B)(6) 2017 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of kugel hernia patch (device #1) and perfix plug (device #2). Per op notes, ¿a very large indirect hernia sac was identified and dissected free. The adhesions were lysed. A kugel hernia patch (device #1) was placed to cover the indirect, direct and femoral spaces and sutured. A perfix plug (device #2) was placed in the hernia site and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent left inguinal thereby underwent open repair with implant of kugel hernia patch (device #3). Per op notes, ¿the scar tissue was noted and excised. The previous meshes (device #1 & #2) were in good position. The hernia recurred at anterior border of prior meshes. The hernia sac was dissected free. A kugel hernia patch (device #3) was placed and sutured.¿